Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the reported issue was not present during investigation. Occlusion pressure threshold detects tested in spec perform preventive maintenance service. Log review confirms pressure alarm.

Event description:
As reported by the user facility: this pump was reported for exhibiting malfunctions such as occlusion alarms.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned to b. Braun medical for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.